Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had "exhalation flow alarming and increase minute ventilation." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the flow sensor. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed and found contamination of the hot wire element. The returned component was installed into a test ventilator for analysis and functionality testing was performed. The ventilator failed flow sensor calibration. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination of the hot wire element due to customer mishandling. If information is provided in the future, a supplemental report will be issued.